Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. Visual examination of the returned product identified gouges and indentations are noted to the handle body and strike plate from previous uses. Tip is confirmed to be fractured. Fractured pieces(s) were not returned with the device for evaluation. No other damage was noted. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). The device has been returned to zimmer biomet for evaluation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the inserter broke while the surgeon was implanted the stem. Another inserter was used to successfully complete the case. There were no patient consequences or impact. It was confirmed that no further information could be provided.